Manufacturer narrative:
As part of the investigation, olympus followed up with the customer to obtain additional information regarding the reported event. No device will be returned as the customer further reported that the reported issues were resolved as the e103 light up error by was corrected by replacing the (maj-1817) lamp. Additionally, the hours of the lamp were reset after replacing with a new bulb. The cause of the reported event could not be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the evis exera iii xenon light source unit received an e103 light up error and the spare lamp came on instead of the main lamp. When the customer received the unit and evaluated it, the lamp worked appropriately, and there were no errors present. No patient injury, or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. Based on the legal manufacturers investigation, the most probable cause for the reported phenomenon is the lamp was used for greater than 500 hours and the user failed to notice the lamp life meter reading. The instructions for use state: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿.